Event description:
Pilot balloon on an endotracheal tube developed a hole. Staff plugged the hole with a blunt needle until pt was reintubated. Pt required increased ventilator support for approx one day and underwent bronchoscopy next day.